Event description:
It was reported that during central processing it was discovered that the fenestrated bipolar forceps had an unspecified issue. There were no reports of patient involvement.

Manufacturer narrative:
The instrument was returned to isi for evaluation and was found to have thermal damage on the bipolar yaw pulley. The yaw pulley showed signs of charring and localized melting the base and on the exterior of the grips. This failure is commonly caused by collision with another energized instrument. An electrical continuity test was performed and the instrument passed. The instrument was installed on an in-house system and successfully delivered energy without issue. The housing was inspected on the back end, no damage was observed. Visual inspection of the conductor wires and insulation showed no signs of thermal or physical damage.